Manufacturer narrative:
Investigation summary: photo or sample were not provided to aid in our quality engineer¿s investigation. Two retained samples were tested for leakage and passed all specifications. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient went to the outpatient department for chronic active type b viral hepatitis infection, and the doctor gave an enhanced MRI examination of the upper abdomen. During the examination, the joint of the indwelling needle leaked , it caused a small part of contrast agent loss, but no significant impact on the contrast examination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient went to the outpatient department for chronic (B)(6), and the doctor gave an enhanced MRI examination of the upper abdomen. During the examination, the joint of the indwelling needle leaked , it caused a small part of contrast agent loss, but no significant impact on the contrast examination.